Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that the meter did not power on and did not experience any symptoms at the time of testing. The patient was unable to use the meter for the past three weeks, due to the power issue. The patient visited his md due to the power issue and was not treated. The batteries were replaced less than a year. Customer service was unable to resolve the issue and sent the patient a new meter. This case is being reported as a malfunction, since the power issue was not resolved.